Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an error code message for no video signal. The issue was found during set up, before patient in the room. There were no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit (dp) board is deteriorated. A definitive root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is corrosion on the printed circuit (dx) board, printed circuit (dp) board is deteriorated, connector is deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.